Event description:
It was reported to medtronic neurosurgery that during the implantation operation, when the physician tested the valve they found it to leak. The product¿s packaging was reported to be okay. It was also reported that a new valve was used to complete the operation and the patient was overall okay.

Manufacturer narrative:
The valve was patent. It met all of the requirements for the pressure-flow and preimplantation tests. It did not meet requirements f or the siphon, reflux, and leakage tests. Multiple tears and tooling marks were observed on the valve. The valve was found to leak out of tears on the top and bottom delta chamber membranes. The instructions for use that accompany the device cautions that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components. A review of the manufacturing records showed no anomalies. All valves are 100% tested and inspected at the time of manufacture. (B)(4).